Manufacturer narrative:
Investigation - it has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. No relevant notes found in device work order. No other complaints found in device lot. Product is manufactured and inspected according to manufacturing instructions and quality control. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava.

Manufacturer narrative:
William cook europe initially reported event under MFR report #3002808486-2016-01485 information was received identifying that the product was manufactured by cook inc. (B)(4). The event is currently under investigation. A supplemental report will be provided upon conclusion.

Event description:
Plaintiff received an implant on (B)(6) 2012 via the right femoral vein due to dvt. Plaintiff allegedly had the device successfully retrieved on (B)(6) 2016. Plaintiff is alleging pain in neck.